Event description:
Elegance clinical study. It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug-coated balloons on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery and right distal superficial femoral artery with 4.5 mm proximal reference vessel diameter and 4.5 mm distal reference vessel diameter with lesion length 250 mm and 75% stenosis. Prior to the treatment of target lesion with the study device, pre-dilatation was performed by using 5 mm x 100 mm and 4 mm x 100 mm sterling pta balloons. Treatment of target lesion was performed by dilatation using of sizes 5 mm x 150 mm and 5 mm x 100 mm of ranger drug-coated balloons study devices. Following treatment, the final residual stenosis was noted to be 5%. On (B)(6) 2022, on the same day of index procedure, during treatment of target lesion, dissection of grade b was noted in the target lesion due to sterling balloon. In response to the complication, balloon dilation was performed. Post treatment, the final residual stenosis was noted to be 5%. On the same day, the complication of dissection was resolved, and the subject was discharged from the hospital on dual antiplatelet therapy.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: 75 years old (at the time of enrollment).

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: 75 years old (at the time of enrollment).

Event description:
Elegance clinical study. It was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug-coated balloons on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery and right distal superficial femoral artery with 4.5 mm proximal reference vessel diameter and 4.5 mm distal reference vessel diameter with lesion length 250 mm and 75% stenosis. Prior to the treatment of target lesion with the study device, pre-dilatation was performed by using 5 mm x 100 mm and 4 mm x 100 mm sterling pta balloons. Treatment of target lesion was performed by dilatation using of sizes 5 mm x 150 mm and 5 mm x 100 mm of ranger drug-coated balloons study devices. Following treatment, the final residual stenosis was noted to be 5%. On (B)(6) 2022, on the same day of index procedure, during treatment of target lesion, dissection of grade b was noted in the target lesion due to sterling balloon. In response to the complication, balloon dilation was performed. Post treatment, the final residual stenosis was noted to be 5%. On the same day, the complication of dissection was resolved, and the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that the target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery extending up to right distal superficial femoral artery. During treatment of target lesion, dissection of grade b was noted in the target lesion due to 5 mm x 100 mm sterling pta balloon. In response to the complication, balloon dilation was performed using ranger balloon.

Event description:
Elegance clinical study: it was reported that vessel dissection occurred. The subject underwent treatment with the ranger drug-coated balloons on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery and right distal superficial femoral artery with 4.5 mm proximal reference vessel diameter and 4.5 mm distal reference vessel diameter with lesion length 250 mm and 75% stenosis. Prior to the treatment of target lesion with the study device, pre-dilatation was performed by using 5 mm x 100 mm and 4 mm x 100 mm sterling pta balloons. Treatment of target lesion was performed by dilatation using of sizes 5 mm x 150 mm and 5 mm x 100 mm of ranger drug-coated balloons study devices. Following treatment, the final residual stenosis was noted to be 5%. On (B)(6) 2022, on the same day of index procedure, during treatment of target lesion, dissection of grade b was noted in the target lesion due to sterling balloon. In response to the complication, balloon dilation was performed. Post treatment, the final residual stenosis was noted to be 5%. On the same day, the complication of dissection was resolved, and the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that the target lesion was in the right proximal superficial femoral artery, right mid superficial femoral artery extending up to right distal superficial femoral artery. During treatment of target lesion, dissection of grade b was noted in the target lesion due to 5 mm x 100 mm sterling pta balloon. In response to the complication, balloon dilation was performed using ranger balloon. It was further reported that during the index procedure, a dissection of grade a was noted in the target lesion due to 5 mm x 100 mm sterling pta, and not a dissection of grade b as previously reported.

Manufacturer narrative:
A2 - age at time of event: 75 years old (at the time of enrollment)